Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead was not displaying a superior vena cava [svc] impedance measurement. The svc portion of the lead was capped and the lead remains in use. No patient complications have been reported as a result of this event.